Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Measurements match drawing. DHR review was completed for the subject lot number 1263515. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1263515 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported nerve injury. Tooth number 29. Nerve injury occur at the time of the "tooth" extraction prior to implant placement. The patient had a nerve injury during the time of extraction. The implant was causing extreme discomfort, and it resulted in us removing the implant. We grafted the area and will reattempt the placement in a few months.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided.